Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no adverse impact to the customer's blood glucose (bg) level. The customer continued to use the pump for insulin therapy.